Event description:
It was reported to nova biomedical that a consumer received a result of 258 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 247 mg/dl. According to the consumer, she allegedly experienced a hypoglycemic event requiring medical intervention with emts. When they arrived they tested the consumer with their unk meter getting a reading of 41 mg/dl. The consumer was storing the test strips against the directions of use. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant finding be a result of that investigation, a follow-up report will be filed.